Event description:
End user leaned back on the seat, pushed the lever to go forward and the seat broke. End user fell on the back and needed to get x-rays of the lower back and neck. End user also stated the seat was in its highest position at the time of the incident.